Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional failure analysis investigation found the e100 generator logs showed a quantity of 65 coag events and a total of 127 seal events with no errors. The logs showed a quantity of 84 transect events with 2 cut electrodes shorted errors. The cut electrodes shorting during the procedure could have led to arcing between the jaws which could likely be responsible for the e100 generator shutting off during use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the synchroseal instrument for failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, and it passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. An electrical continuity was tested and passed. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The instrument was connected to the e-100 generator and was tested for energy delivery. The e-100 generator did not turn off during in-house testing and no intermittent sealing was observed. The instrument passed the go/no-go electrode gap shim test. The grip force test was performed and passed within the passing range 3.28 lb. To 7.97 lbs. A review of the logs showed no failures. Further evaluation found the synchroseal instrument had thermal damage on the cut electrode located on the bottom jaw of the grip set.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator switched off when triggered; only small "sparks" were produced in the patient. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Is) contacted the site/reporter and obtained the following additional information regarding this event: there was no damage to the instrument observed after the arcing event. It is unknown if the cannula was checked before use or not. An arcing event was observed. Coagulation of vessels with the synchroseal was the surgical task that was being performed when the arc occurred. Bipolar sealing was the type of energy that was being activated when the arc occurred. A monopolar cable was not connected to a bipolar instrument. The e-100 was used and erbe vio dv was switched off. The e-100 had no settings. The instrument had been in use for several minutes and it was working without arcing with no problem. A prograsp forceps was in use when the arcing event occurred. The tips of the instruments did not come into contact with other instruments or tools during the procedure. The instrument tips were in contact with the tissue when the arcing event occurred. The instrument tip did not touch staples, clips, or sutures while energized. The instrument was not contaminated. Only after the first arcing, the instrument was removed and the jaws of the instrument were straightened. In the opinion of the surgeon, the cause of the arcing is either an instrument or a generator. A user error is not suspected by the surgeon as not much tissue was grasped. There was no patient harm. A grounding pad was used at the level of the upper leg of the patient. The grounding pad had no defects. It is unknown where the energy/arc did leak from on the synchroseal. Two synchroseal had the same arcing issue, only with the 3rd one, they had no issues and the procedure could be completed successfully. The procedure was recorded by the surgeon. Isi has requested site to provide the video for review.